Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an elevated thyroid stimulating hormone (htsh) result above the normal reference range generated by access 2 immunoassay analyzer for one patient. The result was not reported out of the laboratory. Repeat testing on the same and a subsequent sample produced results in the normal reference range. There was no report of death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
System checks met the specifications. A bci customer product line support (cpls) received three samples from the patient in question. The samples were centrifuged prior to testing. The results were within the normal reference range and reproducible. The investigation did not demonstrate an interference or reagent issue. Service was not dispatched for this event. A clear root cause for the event has not been determined to date.